Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 when the patient woke up at 10:00 am, she noticed the sensor had failed. No cgm values prior to the wearable failure, or any bg finger stick values were provided. The only symptom reported was, ¿cannot think straight,¿ which is presumed to mean confusion. There was no report of a syncopal episode. No other symptoms were documented. No treatment details were documented. It was noted that unspecified serious injury/medical intervention occurred. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.